Event description:
The devices were used during a v.a.t.s.. Procedure. It was reported the cartridges from two ez45g devices dislodged in the pt's chest. There was no consequence to the pt. 09/04/96 it was reported the cartridge from the first ez45g fell into the pt's chest and was retrieved thoracoscopically. A second ez45g was opened and the cartridge from this instrument dislodged in the pt, but did not fall into the pt. A third device was opened to complete the procedure without difficulty. It was reported no buttressing material was used during this procedure.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly "dropped the cartridges" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within the design spec. The cartridge retention feature was measured for both instruments and was found to be conforming to design spec. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.